Manufacturer narrative:
A review of the returned sample device was performed. The only component returned was the 4.4 cm catheter tube. Proximal side of the tube measured 1 mm, distal side 1.8 cm, tube under the strain relief 2.5 cm, found tube had a breakage. The leakage problem could not be confirmed due to only having a partial device to test. Due to the jagged edges at the breakage site, the most likely cause was due to an excessive tensile force being applied to the catheter. There is no evidence to suggest a design or manufacturing defect so no corrective action will be required at this time.

Event description:
Leaking at the junction of the strain relief and the catheter 24 hr post-insertion.